Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/28/15 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: two battery compartment cracks 1.bumper to case seal 2.case seal toward bumper; submitted battery cap used for investigation battery compartment free of moisture; display lens free of moisture; leak test performed; leak test suggetsts leak in display lens-case joint; opened device; moisture throughout. Unrelated to the complaint, the display is read and dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.